Manufacturer narrative:
Additional information : the device was manufactured between may 15, 2018 - may 17, 2018. The three (3) used actual samples were received for evaluation. Bags were sliced on the right side of the bags where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed leakage at the spike port cap from the base of the spike port of all samples. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The customer reported this event to the FDA, however, a reference number was not provided . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from one of the ports. The reporter did not know which port leaked. There was no noticeable damage to the bags. The bags had been filled with tpn and the leaks were observed after filling, prior to patient use. There was no patient involvement. No additional information is available